Event description:
Event description guidant received information that a revision procedure was performed for this ventricular lead due to microdislodgement. The patient had increased threshold meaurements and a decrease in the r wave amplitude. The lead was repositioned and remains implanted. The field representative inquired during the procedure as to how long the steroid remained on the lead. A technical services consultant reported that information is not known at this time.